Event description:
It was reported that the lead had possible damage to the superior vena cava (svc) coil during implant due to being advanced and retracted repeatedly through a very tight subclavian vein. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. It was noted that the visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.